Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.75mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, upon inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. Returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed a pinhole 8mm from the tip. There is blood present in the guidewire lumen and the balloon is loosely folded. There is no indication the device was inflated over rbp.